Event description:
The facility reported a colleague infusion pump with a depleted battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during product evaluation. The assignable cause was a depleted battery alarm. The main batteries and the battery harness were replaced to correct the reported condition. Additional information: the user software version is 5.04.00. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.